Manufacturer narrative:
Updated data: h6-annex b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter pulmonary bioprosthetic valve a vascular access site complication was noted. An ultrasound of the quadrant identified a right groin hematoma that measured 7.8 x 2.8 centimeters. The hematoma also presented with a post operative fever. The highest temperature reported was 103.2 fahrenheit. Headache and nausea also presented. Additionally, white blood cell count measured 21.4 and platelets measured 134. Blood cultures were negative at 12 hours, but anemia was identified with a drop of the hemoglobin and hematocrit. Blood cultures were negative the following day. Concomitant aspirin was provided. The event prolonged hospitalization and was reported as causal to the procedure. The patient was discharged 2 days following admission.

Manufacturer narrative:
Continuation of d10: product ID: harmony-25; product serial number: (B)(6); product type: heart valve; implant date: (B)(6) 2024; and explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated/corrected data: b5, b6, d10 continuation of d10: product ID harmony-25; product serial number unknown; product type: heart valve; implant date (B)(6) 2024; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the minimum diameter of the access vessel was 10 millimeters (mm). Per the physician, the cause of the injury was the right femoral artery was entered by needle prior to right femoral vein access being obtained and then heparinization. Patient anatomy was not a factor. An infection was not alleged. As reported the event was causal to the procedure and unrelated to the medtronic products.

Event description:
Additional information indicated the pre-procedure hemoglobin measured 14.9. At the time of the anemia the hemoglobin measured 12.4. Blood product was not required. As reported, a superficial access site infection was to be ruled out. The white blood cell (wbc) count elevated to 21.24 and the c-reactive protein (crp) elevated to 7.29 but the respiratory viral panel (rvp) was negative. The patient continued to have chills and elevated inflammatory markers which reportedly seemed most consistent with acute viral illness as other work-up was negative.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID harmony-25; product serial number (B)(6); product type: heart valve; implant date (B)(6) 2024; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information clarified the femoral access needle was a non-medtronic product.